Manufacturer narrative:
The failure investigation has been completed and the alleged battery incorrectly displayed issue was verified. Additionally the alleged battery not holding charge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the battery was depleting quickly. The customer's blood glucose was 159mg/dl. Reportedly the customer continued to use the pump for insulin therapy. The customer also had manual injection supplies available.